Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. Customer had trouble with quick set and was not locked. The customers blood glucose was 400 mg/dl. Troubleshooting was not completed and device return is not indicated.